Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the collar of the implant is fractured at tooth location # 19, crown and abutment then broke off, later confirmed the crown and abutment did not break off.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp, tsv, mcol mg, 4.7mm, 11.5mml (tsvmwb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, blood and a fracture on the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 19 and was used for approximately 1 year 8 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1218925). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1218925) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.